Event description:
This was a lead extraction case to remove one non-functional lead. The 81 month old lead (sjm riata st 7001 rv ICD) was prepped with an lld-ez and a 16 fr. Sls laser catheter was utilized to lase. Significant lead to lead binding in the innominate vein was noted. Hypotension occurred as the laser sheath proceeded into the right atrium. A sternotomy was performed by the physician and a tear was found in the svc/ra junction. Repair was done with a graft to the svc. A tear in the innominate vein was also discovered and repaired. The lead was extracted manually while the chest was opened. Unfortunately, the measures to correct the injuries were unsuccessful and the patient died.

Manufacturer narrative:
The description of the event narrative was updated to accurately reflect the correct number of leads that were being extracted. It was initially reported that two non-functional leads were being removed in this case, however, the correct number of leads being removed was one. The concomitant medical product section was updated to accurately reflect the correct number of lld-ezs used for the procedure. No other information was made available to us by the facility.

Event description:
This was a lead extraction case to remove two non-functional leads. Each lead was prepped with an lld-ez. A 16 fr. Sls laser catheter was utilized on the first lead (sjm riata st 7001 rv ICD). Significant lead to lead binding in the innominate vein was noted. Hypotension occurred as the laser sheath proceeded into the right atrium. A sternotomy was performed by the physician and a tear was found in the svc/ra junction. Repair was done with a graft to the svc. A tear in the innominate vein was also discovered and repaired. Both leads were extracted manually while the chest was opened. Unfortunately, the measures to correct the injuries were unsuccessful and the patient died.